Manufacturer narrative:
E1 initial reporter city: (B)(6). The device was returned for analysis. Visual inspection revealed no issues and the device appeared in good condition. Microscopic inspection revealed the distal housing of the transducer was complete with no shattered pieces. The guidewire exit port and tip were in good condition. Impedance testing showed a weak transducer wave form. During image characterization testing, a good square image appeared in the ilab system. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that entrapment occurred. The opticross hd imaging catheter was advanced for visualization. The catheter became stuck in a stent and the screen went dark. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that entrapment occurred. The opticross hd imaging catheter was advanced for visualization. The catheter became stuck in a stent and the screen went dark. The procedure was completed with another of the same device. There was no patient injury.